Event description:
This event is now reportable based on the device analysis approved 03/06/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with a 3.0x12mm taxus express2 stent. The 90% stenosed target lesion was located in the calcified and mildly tortuous proximal left circumflex (cx). The procedure was completed with a different device. No pt injuries or complications were reported during the procedure. Pt's condition listed as "good". However, device analysis revealed the stent moved on the balloon and stent damage was present.

Manufacturer narrative:
Examination of the device found the device was returned with the stent moved distally 1mm from the distal side of the proximal markerband. The proximal section of the stent was slightly damaged; the first row on the proximal side had struts that were misaligned. Proximal side of stent: 1.26mm; normal side of the stent: 1.20mm. Examination of the device found kinks along the entire length of the hypotube. A recommended size product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. A visual examination revealed that the tip was damaged; the tip was flared on one side. The balloon section of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. This investigation will be assigned the most probable root cause classification of operational context.